Event description:
The customer reported, they wore step 1 for 4 nights. But had to stop, due to getting sick and going on antibiotics. Once they started wearing them again, they noticed, their gum tissue was swollen. And the aligners were causing discomfort. No additional information was reported.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.